Event description:
It was reported that a microclave clear connector leaked fluorouracil (5fu). The patient was coming back for a 5fu surefuser disconnect. The needless connector was secured when checked by the nursing staff and was not over-tightened. There were no obvious cracks or deformities noted with the bungs. The clinician believes the bungs were from the same batch as they were in all the trolleys when a check of the stock was performed. The patient went home with elastomeric. The patient was reported to have had slight skin irritation and was treated with moisturizer, when the nurse saw the patient again in a couple of days the irritation had settled. There was no chemo spill, just crystallization of chemo at the site of connection and some on the patient¿s skin. No additional information is available at this time. This is report two of two.

Manufacturer narrative:
A sister device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Additional information was provided in b5 confirming a void of MFR # 9617594-2022-00318-00.

Event description:
Additional information was provided, by the customer, stating there was only 1 occurrence and 1 patient which is captured in 9617594-2022-00317-01.